Manufacturer narrative:
The devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had loose patient line caps that would ¿fall off¿. This was observed during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.